Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. It was also noted missing soak cap was found. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. The root cause was associated with a short circuit in the power cord. Factors that could have contributed to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Event description:
It was reported that after an arthroscopy, the mdu was not turning on. There was no patient involvement.